Manufacturer narrative:
The customer stated that the qcs were within the specified ranges. The alarm trace indicated "pre-clean (pc/cc) short", "reagent < level warning" and "incubation bath water level sensor" alarms. The field service engineer (fse) inspected the instrument and could not identify a root cause for the issue. He performed correlation tests and precision tests with acceptable results. The laboratory manager verified the correlation and precision test results. The instrument was verified to be performing within specifications. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.  The cause of the event could not be determined.

Event description:
The initial reporter received questionable results on multiple assays for one patient sample tested on the cobas 6000 c501 (ul) v. The discrepant results were noted in the following assays: alp2 alkaline phosphatase acc. To ifcc gen.2, aspartate aminotransferase (ast), ureal urea/bun, creatinine, glucose, tp2 total protein gen.2 and lipase. Only the glucose result was reported verbally to the doctor. The doctor did not believe the result which prompted the reporter to rerun the sample. The initial alkaline phosphatase result was 102 u/l with a repeat result of 176 u/l. The initial ast result was 27 u/l with a repeat result of 12 u/l. The initial bun result was 11 mg/dl with a repeat result of 34 mg/dl. The initial creatinine result was 0.71 mg/dl with a repeat result of 1.79 mg/dl. The initial glucose result was 119 mg/dl with a repeat result of 873 mg/dl. The initial total protein result was 7.8 g/dl with a repeat result of 9.2 g/dl. The initial lipase result was 25 u/l with a repeat result of 195 u/l. The repeat results were deemed correct. The reagent lot numbers and the expiration dates were requested but not provided.

Manufacturer narrative:
MDR codes component code was updated.